Event description:
The manufacturer received an allegation that the device's screen is faulty and does not display. No patient harm was reported. At this time, the manufacturer is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving an allegation that the device's screen is faulty and does not display. No patient harm was reported. The device was recieved and evaluated by the manufacturer. The error log showed an error indicating a failure in the device's display backlight. Therefore, the display and display pca were replaced to address the issue.